Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic high threshold was noted on the ventricular lead. During the last device check, the value was within the range and has increased since last check till present. The lead revision was discussed if threshold rising trend continues till the next visit. No further intervention made. The patient was stable and will continue to be monitored.